Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: ccl manager. The actual device was not available for return; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had a right radial after a diagnostic procedure in the cath lab. The tr band was placed, and the operator noticed a hematoma developing with no air retained in the tr band. The hematoma was on the right wrist. The patient was fine after being treated for the hematoma. The procedure was successful, and patient was discharged. There were no other devices or equipment used with the reported product. Additional information was received on 12 jun 2023: the hematoma was treated with compression and pressure dressing. There was 8 ml's of air injected into the tr band. The hematoma was labeled as small. The patient was stable and released from the hospital. There was no noticeable issue with the device. No manipulation of device was noted. The product was stored in the procedure room on a shelf.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).